Manufacturer narrative:
Note: the endoleak identified on (B)(6) 2015 was reported under # 2017233-2015-00863. A review of the manufacturing records for the device verified the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states the following: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally it states, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent grafts.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent reintervention for an abdominal aortic aneurysm (aaa) measuring 75.0mm in diameter. Two gore® excluder® aaa endoprostheses featuring c3® delivery system were implanted to reline an unknown manufacturer¿s endovascular devices previously implanted on an unknown date in 2010 for treatment of an aaa. The patient tolerated the procedure and was discharged to home on (B)(6) 2015. On (B)(6) 2015, follow up computed tomography (CT) determined the aaa maximum diameter measured (mm): 72.0 and a type ii endoleak was present. On (B)(6) 2015, follow up CT determined the aaa maximum diameter measured (mm): 73.0. On (B)(6) 2015, follow up CT determined the aaa maximum diameter measured (mm): 77.0. On (B)(6) 2015, the patient underwent re-intervention and embolization of the inferior mesenteric artery and the aneurysm sac was performed with onyx. The patient tolerated the procedure and was discharged home in stable condition on (B)(6) 2015 with no apparent endoleak. (Captured event (B)(4)). On (B)(6) 2016 the aneurysm measured 76mm. On (B)(6) 2017 the aneurysm measured 80mm on (B)(6) 2018 a type ii endoleak was identified. The aneurysm measured 83mm. On (B)(6) 2018 the endoleak was treated by means of embolization. On (B)(6) 2018 the aneurysm measured 85mm.